Event description:
As reported by navilyst medical's distributor in (B)(6), during a PICC placement procedure, the handles detached from a peel-away sheath which was inserted into a vessel. The physician was able to remove the sheath without difficulty, and the pt condition is "ok." The used device has been returned to navilyst medical.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "sheath handles detached." No adverse trends were identified. Returned for evaluation was half of the sheath assembly and one handle. The dilator was not returned. As this is a purchased device for navilyst medical, the sample was forwarded to our supplier, greatbatch medical ltd along with a supplier corrective action request (scar). Greatbatch determined that the most likely root cause of the sheath failure was incorrect placement of the tube during the sheath handle molding process. They have reviewed the reported event with their molding and packaging associates. Navilyst medical incoming inspection process controls for the sheath/dilator component includes an aql inspection for visual defects or damage, dimensional inspections, and verification that the sheath properly breaks at the hub and separates into two complete pieces when the wings are pulled apart. (B)(4).